Manufacturer narrative:
The reagent lot number and expiration date were not provided. The field service engineer found that the pinch tube was damaged and replaced the tube. Samples with abnormal results were retested and the results were normal. No specific data was provided. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable anti-hbe results from the cobas 8000 - cobas e 602 module. The initial result was 0.207 coi and the repeat result was 1.24 coi. The questionable result was not reported outside of the laboratory.